Event description:
The device was returned to the service center for a report from the customer contact that the device had "error code 10/000/000 when tested". This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed 10/00/000 (beeper error) with no audible alarm tone.

Manufacturer narrative:
During testing, the device alarmed 10/00/000 (beeper error) with no audible alarm tone. This was due to a broken solder connection of the buzzer wire. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.